Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was pushed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (lot #: 00001871) and the hemostatic valve was leaking on the second carto vizigo¿ 8.5f bi-directional guiding sheath - medium (lot #: 50000089). It was reported that the hemostatic valve was pushed back into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium when the dilator was inserted. They were unable to advance the dilator all the way into the sheath. When the sheath was replaced, the replacement sheath began leaking from the hemostatic valve when they began to flush the sheath. When the sheath was replaced, the issue resolved. There was no patient consequence reported. Additional information was received on the event. The physician mentioned the valve was leaking, it was leaking from the part where you would hook up a line to it to keep it being flushed during a case. The hemostasis valve (gasket) did not break into two or more separate pieces. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The bwi representative is not sure that hemodynamics compromised due to bleeding. The approximate volume of blood that was lost was 3ml. There was no occlusion when irrigating the sheath. The sheath flushed fine before insertion of dilator. It is believed that the sheath was partially blocked. The dilator went in halfway then began giving resistance and would not push in further. The catheter/needle was not able to be moved through the sheath. They were not inserting the needle into the dilator or the catheter into the sheath. The sheath was being prepped so it was never in a patient¿s body. It would have been used for a catheter but because the dilator did not fit in the sheath, it could not be inserted into the body. It was noted that the bwi representative stated that they are not sure that hemodynamics were compromised due to bleeding. However, since they state that approximately only 3mls of blood were lost, it was assessed that the patient¿s hemodynamics were not compromised. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue of the hemostatic valve pushed back into the sheath was assessed as a MDR reportable hemostatic valve separation issue under (lot #: 00001871). The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. With the information available, the leaking issue was assessed as a MDR reportable hemostatic valve leak issue under (lot #: 50000089).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500 initial it stated for the sheath (lot #: 50000089) that the physician mentioned the valve was leaking, it was leaking from the part where you would hook up a line to it to keep it being flushed during a case. Additional clarification was requested on this issue and clarification was received on 18-apr-2022 stating it was leaking at the side port. The bwi product analysis lab received the device for evaluation on 20-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device evaluation was completed on 17-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (lot #: 50000089). The sheath began leaking from the hemostatic valve when they began to flush the sheath. When the sheath was replaced, the issue resolved. There was no patient consequence reported. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions conformances were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through biosense webster inc. Quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)